Event description:
It was reported that during a sigmoid resection procedure, they fired four reloads across the small bowel successfully. The surgeon then started to fire the device with the 5th reload, and it jammed at the beginning of the firing sequence. They pushed the knob forward and backwards to release the device with no damage to the bowel tissue. The surgeon visually checked the staple line and identified that the devices first two staples formed in a "b" shape. All others were open ended and not formed. The two staples that were fired were holding the bowel tissue together. They removed the device and opened a new like device but did not use it. The surgeon then proceeded to close the incision with suture to complete the case. When the device that was originally used for the procedure was passed back to the circulator the wing on the reload was missing. The piece off of the reload is presumed to be in the patient. They did not do an x-ray due to it not being radio opaque. They handed the packaging for the reload to the circulator and inside was the orange safety tab at the bottom of the package. It looked as though the orange tab fell out of the cartridge when removed from the package. They did an entire search of the sterile field and all other aspects of the room and no pieces were found. The patient is in recovery at this time. The device and reload are being held at risk management office at this time.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.